Event description:
A customer contacted global technical services (gts) regarding a reload set 200 alarm that appeared on the homechoice (hc) unit during self testing. During troubleshooting of the alarm, it was discovered that the alarm may have been caused by a puncture or tear in the cassette sheeting. The cassette was replaced and therapy was restarted. No patient injury or medical intervention was reported related to the event. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Sample availability unknown at this time. If additional information becomes available, a follow up MDR will be submitted.